Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized for gastric pain and nausea. Per the patient¿s peritoneal dialysis registered nurse, the event was unrelated to peritoneal dialysis therapy. There were no reports of an overfill event prior to the patient¿s gastric pain. The patient was not performing treatment when the symptoms developed. Upon being hospitalized, the patient received unspecified antibiotics for the pain and nausea. The patient was discharged from the hospital after an unspecified amount of time. The antibiotic treatment was reported to be ongoing and the patient was continuing to recover from the event. It was noted that the patient still has episodes of nausea, but that it was unrelated to the patient¿s peritoneal dialysis therapy. The patient has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was not available.

Manufacturer narrative:
Additional information provided for date of event and describe event or problem: the date of the event was found to be (B)(6) 2018. Correction provided for concomitant medical products: concomitant products have been added to the file. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Based on the provided information, there is no documentation that shows a causal relationship between this adverse event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. As an initial clinical review determined that there was no allegation or evidence against a fresenius device that could have caused or contributed to the reported adverse event, a full clinical investigation was not performed.

Event description:
Upon follow up with the patient's nurse, it was clarified that the patient had developed gastro paresis due to a diabetes mellitus complication. This resulted in the patient experiencing daily nausea and vomiting. The patient developed gastritis due to the complication. The nurse re-iterated that the complications were unrelated to the patient's peritoneal dialysis therapy. The patient was hospitalized for three days for the event. The patient has continued with their peritoneal dialysis treatment without complication. Additional information was not available.